Manufacturer narrative:
Concomitant medical products and therapy dates. Model 3186, scs lead; therapy date unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR report number 3006705815-2019-01641. It was reported that the patient experienced inadequate therapy due to lead migration. Migration was confirmed via x-rays. Physician tried re-positioning the leads but was unable to due to scar tissue. As a result, the entire scs system was explanted on (B)(6) 2019.

Event description:
Related manufacturer reference number: 3006705815-2019-01641.